Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer advised left arm tube is broken. Dealer advised chair is rusty. Dealer could not provide any further information.